Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the catheter shaft was seen to be broken from near the strain relief. The catheter shaft was seen to be kinked 10cm and 89cm from the hub. The catheter tip was seen to be flat/crushed. Functional inspection: a 0.067" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was prepared as per the dfu and there were no anomalies noted to the device during initial inspection and preparation and continuous flush was maintained for the duration of the procedure. During the analysis, catheter shaft was seen to be broken near the strain relief, catheter shaft was seen to be kinked and catheter tip was seen to be flat/crushed. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the as analyzed codes, 'catheter shaft broken/fractured during use', ' catheter shaft kinked/bent and catheter tip flat/crushed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'not confirmed' was assigned to the ar as reported defect 'catheter hub broken/fractured' ¿as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
The subject aspiration catheter was returned for analysis and it was discovered that the subject catheter shaft was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.